Event description:
It was reported that half of the stent was prematurely deployed while being advanced to the target lesion. The physician "pulled back the stent into the arteria femoralis where she deployed the rest of the stent." The pt was reportedly in stable condition. No further info was provided.